Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 0.9, lab: 2.9 pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 0.9, reference: 2.9, mean: 1.90, confidence limits: 1.3-2.7. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met accuracy criteria. (See below) root cause of complaint could not be determined. Investigation results for retained strip lot #279820: donor 1, ist inr: 2.3, 2nd inr: 2.4, 3rd inr: 2.2, ref: 2.09, bias threshold: 1.09-3.09. Donor 2, ist inr: 2.3, 2nd inr: 2.1, 3rd inr: 2.3, ref: 1.96, bias threshold: 1.46-2.46. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Action threshold (B)(4) was reached. Strip lot in complaint has strip code ts6p2 with brick lot #257229, which was assigned and packaged into 2 strip lots (279820 and 279821). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no action is required at this time. Complaint issue will be subject to tracking and trending. No correction action required at this time as no product deficiency was established.